Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found the power cord was bad, the IV pole was abused and the helium transducer connector had saline on it. The fse replaced the reel, ac powercord, IV pole, cable,helium tank transducer, and high pressure transducer to resolve the issue.

Event description:
Na.

Event description:
Na.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6- investigation findings, h11.

Event description:
It was reported by the customer prior to use that cardiosave intra-aortic balloon pump (iabp) will not charge batteries and unit was not turning on. No patient involvement.

Manufacturer narrative:
Due to character limitation in e1, full event site name:(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.